Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a procedure performed on (B)(6) 2013. The procedure was not completed due to this event. According to the complainant, there was no malfunction of the uphold device. During removal of the sleeve of the uphold device on the patient's right side, the patient experienced bleeding. The physician believes the uphold arm was too close to the vascular pedicle behind the sacrospinous ligament, and sleeve removal tore a vessel. Concommitantly, the patient awoke prematurely; this induced an "abdominal push reflex" which may have increased the bleeding. Approximately 1100 cc of blood was lost. Compression and suction was applied and the bleeding was treated with electric coagulation and haemostatic glue. The patient received a transfusion of 2 units each of red cells, plasma, and plasmions, as well as 500 cc of voluven during the operation. The uphold device was completely removed from the patient, and a scan was performed to check for the presence of an abdominal hematoma. The scan results were normal, and it was reported that the patient was "okay" post-procedure. The patient was prescribed antalgics for two weeks. At this time, no future operation is planned.